Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur ca19-9 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp ca 19-9 results were obtained on a patient sample. The neat and diluted results did not match. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.